Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (300 mg/dl). Tandem technical support offered to troubleshoot high bg levels, however the customer's contact declined, indicating that they would call the customer's healthcare provider. Tandem technical support sent an email to the clinical diabetes specialist to see if she can meet with the customer and possibly offer further training.